Event description:
It was reported that the patient experienced episodes of blood glucose (bg) fluctuations after announcing six consecutive "usual" meals correct prior hyperglycemia while using the ilet system. Afterwards, insulin dosing had been stopped for an extended period due to sensor issues and subsequent sensor replacement; oral glucose was used for treatment. Symptoms included hypoglycemia reaching 54 mg/dl and hyperglycemia with a peak of 397 mg/dl. Outcomes included an urgent low glucose event and a high glucose event that resolved with monitoring and treatment, with blood glucose rising by the end of the call. Investigation included troubleshooting and education with the user and caregiver. Investigation of this case revealed inappropriate use of meal announcements as a correction method and a dosing interruption likely related to sensor difficulties. It was concluded that user technique contributed to the hypoglycemia following prior hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.